Event description:
It was reported that a pt intubated with a size 6 dct, disposable cannula low pressure cuffed tracheostomy tube experienced respiratory distress, minor bleeding and required medical intervention. It was also reported that upon device removal it was observed that there was an unacceptable protrusion of the disposable inner cannula and the outer cannula. The device was tested prior to insertion and was in use less than twenty-four hours when the reported problem occurred. There was one (1) pt involved, who has returned to baseline condition. The 6dct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the device has not been rec'd by the MFR.